Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, two lps both became dislodged and traveled into the coronary sinus. During repositioning, both lps sustained stretched helices. The procedure was completed using an third lp on (B)(6) 2025. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, two consecutive lps both became dislodged during tether mode. During repositioning, both lps sustained stretched helices. The procedure was completed using a third lp on (B)(6) 2025. There were no patient consequences.